Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 14 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, redness and pain upon removal of the sensor and had contact with a healthcare professional who prescribed an unspecified cortisone cream for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an adverse skin reaction after 14 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, redness and pain upon removal of the sensor and had contact with a healthcare professional who prescribed an unspecified cortisone cream for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) and adhesive pad have been returned and investigated. Visual inspection has been performed and no issues were observed. An extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found, and the investigation showed all processes were effective. Device manufacture date has been updated based on product download.